Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the stapler had its status, handle, adapter and reload indicator turned off but was still able to recognize the reload. However, it was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. The handle was also put into a shell and the led screen went black and it would not come back up after trying to reset it. There was no patient involved.